Event description:
The customer obtained a 167 mg/dl and 62 mg/dl blood glucose comparison on the accu-chek active s system. The reporter states she obtained an add'l comparison with blood glucose results 173 mg/dl and 92 mg/dl on the accu-chek active s system. On both occasions, test results were obtained within 10 minutes. No action was taken based on the readings. No adverse event reported. New system sent to customer and return requested.